Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed. Blood glucose was in the 300 mg/dl range. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the occlusions.